Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2021 with blood glucose that was too low to be read by a sensor at the time of the incident. The customer was at 130 mg/dl at the time of the call. The customer used food, soda, and glucose tablets to treat. The customer experienced symptoms such as mental confusion and weakness. The customer was wearing the insulin pump during the incident. The customer alleged pump over delivery. Troubleshooting was completed and no other issues were found. The insulin pump will be returned for analysis.